Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. Signals in the run data file do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. Possible root causes were provided in the initial report for this event.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. The run was event free, with no adjustments or changes in pump speed made during the procedure. It is possible, though not conclusive, that wbcs may have exited the lrs chamber toward the end of the procedure. Based on the available information, it is possible that this leukoreduction failure may be donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). The disposable set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device cleared for use by the FDA.